Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the non tortuous forearm shunt. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 8atm. The balloon was simply pulled out from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and patient was good post procedure.